Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had delays after pressing any button. Customer's blood glucose was 184 mg/dl. Customer stated that numbers were not ramping on their own and there was response from button. Customer also stated that button was not unresponsive during an easy bolus attempt. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.